Event description:
As reported by the user on (B)(6) 2012, a pt of unk age and gender presented for an endovenous laser treatment. The procedure was successfully completed with this device. No complications were noted. Post procedure the user wiped down laser fiber and the tip of the fiber broke off. There was no report of harm or injury to the pt or the user.

Manufacturer narrative:
The reported defect device has been returned to the MFR. An investigation into the root cause of this incident is currently in progress. The results of the device eval will be sent via a follow up medwatch. During the review of the mfg records for the reported lot of disposable laser fibers it was observed that the mfg lots meet all device specs and quality requirements. A review of the hardware service records for the complainant's delta15 USA laser generator (serial number (B)(4)) used during the procedure noted no issues. The unit was returned to angiodynamics in (B)(4) 2010. The unit's software was upgraded to most recent revisions. It was deemed that this unit met all acceptance criteria. It was reported that the procedure was successfully completed with the reported defective disposable device and the complainant's laser generator unit. The instructions for use, which is supplied to the user with this catalog number, contains a statement: "precaution: prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm." And "reuse of single use devices creates a potential risk of pt or user infections. Contamination of the device may lead to injury, illness or death of the pt. Reprocessing may compromise the integrity of the device and/or lead to device failure." (B)(4).